Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it had been the third time he was hospitalized. The customer was hospitalized last week for a diabetic ketoacidosis. When he went on the insulin pump his blood glucose level was higher. The first time he was hospitalized he was not wearing the insulin pump and the second time it was due to a mistake he made. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of over 500 mg/dl. He treated his blood glucose level with IV drip and insulin pens. The customer was first in the emergency room and then in intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. The customer had issues with the reservoir and infusion set. The device was not returned.